Manufacturer narrative:
Investigation summary it was reported additional syringes with foreign matter were found. To aid in the investigation, eleven photos were provided for evaluation by our quality team. The photos show a syringe with a black speck in the syringe barrels that appears to be embedded degraded resin. From the photo, it is not possible to confirm the speck size to confirm compliance to product specification. Samples were previously sent and investigated under related pr (B)(4) . No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2126325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements.

Event description:
It was reported that 11 bd luer-lok¿ tip syringes had foreign matter in their packaging that compromised their sterility. Verbatim: on 26apr2023, material specialist xxx found additional 11 syringes with foreign substances. The syringes were rejected and put in reject cabinet... - did you experience any adverse events as a result of this reported defect? No... - can you identify the foreign substance? No - is the foreign matter able to be removed or it is embedded? Cannot remove ; foreign matter is inside packaging and is compromising the sterility."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd luer-lok¿ tip syringes had foreign matter in their packaging that compromised their sterility. Verbatim: on (B)(6) 2023, material specialist xxx found additional 11 syringes with foreign substances. The syringes were rejected and put in reject cabinet... Did you experience any adverse events as a result of this reported defect? No. Can you identify the foreign substance? No. Is the foreign matter able to be removed or it is embedded? Cannot remove ; foreign matter is inside packaging and is compromising the sterility."